Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy on (B)(6) 2013 during which the surgeon noted the mesh had dislodged from the anterior abdominal wall and densely adhered with omentum, small bowel and large bowel. The surgeon lysed extensive adhesins for greater than 2 hours, resected 5 cm of the small bowel and below the mesh and carefully removed the majority portion of the mesh except for a 3 x 4 segment of the mesh that had tightly adhered to a loop of proximal bowel and completely peritonealized. It was reported that the patient experienced chronic pain in his abdomen, inflammation and bowel issues. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/23/2020. Additional information: a2, d3, g1, g2.